Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer felt resistance while filling the cartridge with insulin. The cartridge, syringe and needle were changed and the issue was resolved. The customer's blood glucose level was not impacted.